Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing reservoir was removed and a new component was implanted. The patient did not experience further complications.